Event description:
It was reported that pump battery depleted rapidly, requiring daily charging. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up with technical support and proceeded with process for renewal pump, and no additional information was received regarding further actions or outcomes.